Event description:
It was reported that the healthcare professional (hcp) would be seeing the patient for the first time and on the consult note it indicated that the device ¿had not been functional/was not working¿ since (B)(6) 2014. It was unknown if the patient recharged the device. The caller wanted to know if that needed to be explanted. It was noted that the patient was back on chronic depend opioids. Later that same day, the reporter noted that she had done ¿further digging¿ regarding the patient¿s chart. The report was from 2013 (B)(6). The reporter read from the patient¿s note: ¿[the manufacturer representative] instructed patient how to fix my equipment. [The manufacturer representative] told him when he has his unit charged he could troubleshooting his current programming if it was not helping with the pain which I regret to say is not helping at all that much. I will try to meet with him next week to make some adjustment and programming. Basically change the way the lead works to effect different ways on my back. As we thought before my spinal cord stimulator (scs) is a faulty device.¿ it was noted that there was no physician dictation but this was from the patient¿s note. It was noted that this may be ¿an escalated case.¿ it was later reported by the manufacturer representative that they saw the patient last year. As the manufacturer representative recalled the implantable neurostimulator (ins) was overdischarged. It was noted that they went through the process of jump starting the ins. It was noted that reprogramming was not needed and the patient was receiving adequate pain relief at the time. It was later reported by the manufacturer representative that the cause of the overdischarge was that the patient stopped charging. The manufacturer representative believed they had seen the patient (B)(6) 2013. It was later reported that the manufacturer representative was asked what date he became aware that the device was faulty. The manufacturer representative replied that he had no idea and the calendar did not go back that far. The manufacturer representative noted that it was ¿just what he had given.¿

Event description:
Additional information received reported the patient had a previous overdischarge in (B)(6) 2014. The patient was using stimulation in (B)(6) 2014 but stimulation wasn¿t helping. The patient was being seen the day of this report at the (B)(6).

Manufacturer narrative:
Product ID 3550-39, lot# n331453, implanted: 2012 (B)(6); product type accessory product ID 3 777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2012 -(B)(6); product type lead. (B)(4).

Event description:
Later, the healthcare professional (hcp) that initially reported the event was contacted, and stated that the patient was never seen by them. The patient and the hcp had a conversation over the phone, and the hcp told the patient to first consult with the doctor who implanted the device. They had never heard anything back from the patient.